Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead and pacemaker exhibited intermittent loss of capture (loc) on stored atrial tachy response (atr) events. This patient has atrial fibrillation (af) and or atrial flutter, along with premature atrial contractions (pacs). Additionally, this patient has been only three percent atrial paced since implant and the presenting electrogram (egm) showed sinus rhythm. The most recent right atrial auto threshold (raat) test indicated loc at 3v. Technical services (ts) suggested a follow-up transmission to assess if there is an improvement in the raat threshold. This ra lead remains in service. No adverse patient effects were reported.